Event description:
The philips fd-20 c-arm in the cath lab had previously 'locked up,' meaning the table and c-arm would stop moving during a case causing the case to stop while a reboot of the system occurred. After reboot the system would function properly. There was never an error message and this was reported to our third party vendor, for repair. They stated that they didn't have access to the internal error record and called the issue into philips. At no time was there an indication that there was a serious problem with the equipment since it couldn't be reproduced and no error was appearing. The cath lab team was called in for a heart attack patient. Upon turning on the equipment, nothing would function or move. The patient was transferred emergently to another campus for care. When philips came in it was found that the geometry module needed to be replaced.======================manufacturer response for x-ray c-arm, allura xper fd20 (per site reporter).======================they fixed the equipment.what was the original intended procedure?cardiac cath for acute mi.